Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. Customer's blood glucose was unknown. The customer stated the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.